Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported that at around 5am, the patient¿s husband woke up and noticed the patient was ¿moving oddly¿ and was having a seizure. It was noticed the patient¿s cgm had expired, although it had only been inserted 2 days prior. Therefore, no cgm values were being provided to the patient. The patient was wearing a tandem mobi insulin pump. Emergency medical services (ems) was called. Once they arrived, the patient¿s bg meter reading was taken but the specific value could not be recalled. Ems treated the patient with an unspecified oral medication. Once the patient regained consciousness, the patient was then given orange juice. After that, the patient was ¿feeling fine¿. Ems left and the patient remained at home and replaced her sensor. The patient was feeling ¿fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H.6. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.